Event description:
It was reported that the patient presented in-clinic post implant procedure. Upon review, the left ventricle lead exhibited failure to capture. X-ray showed that the lead had dislodged. The left ventricle lead was explanted and replaced. Patient was stable.